Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve repair procedure. Plaque was seen at the point of insertion of the 21 fr endoarterial return cannula into the right femoral artery. Despite a tight fit, endoarterial return cannula was inserted up to the tapered portion of the cannula. Flows and pressures were tested and found to be within the acceptable range prior to inserting the endoaortic clamp catheter. The endoaortic clamp catheter guidewire was placed without difficulty using both fluoroscopy and transesophageal echocardiography for guidance. Resistance was encountered while passing the endoaortic clamp catheter through the right iliac artery. After placing the tip of the endoaortic clamp catheter into the ascending aorta, "cpb" was initiated and the endoaortic clamp catheter balloon inflated. One one occasion, the surgeon complained of excessive blood in the surgical field. He interrupted the procedure and performed an aoritc root angiogram which showed filling of the aortic root and the coronary arteries. The procedure was then completed with an initial clamp time of 75 minutes. The pt could not be weaned from "cpb" and echo revealed very poor contractility of the anterior cardiac wall. A sternotomy was performed and an aortic dissection was seen involving the right coronary artery. Transesophageal echocardiography showed the dissection involved the descending aorta as well. Sutures were placed in the ascending aorta to repair the dissection. The pt was weaned from "cpb" with the aid of an intra-aortic balloon pump. The pt did not regain consciousness and expired 2 days following the operation.